Event description:
A customer reported issues with multiple occlusions in their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.